Event description:
It was reported that the patient¿s device stopped working. It was noted that impedances were fine, and they were ready to do a battery change. It was further reported that the patient was shoveling snow and all of a sudden, ¿it kicked back on". It was noted that ever since they shoveled snow, they did not have a problem with their stimulator. It was reported that it would just shut off.

Manufacturer narrative:
(B)(4).